Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer - the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-04097. It was reported that the inflation gauge needle did not increase. Vascular access was obtained via the left upper arm vein. The 80% stenosed target lesion was located in the moderately tortuous and mildly calcified vessel. After a 0.035 100 non-bsc guide wire crossed the lesion, a 7.0mmx40mm, 40cm mustang¿ balloon catheter was advanced. During the first inflation attempt to 5atm for 5 seconds; the meter gauge of the encore balloon catheter inflation device did not increase. When the deflation was performed, blood came into the inflation device. Upon removal it was noted that the balloon was ruptured. The procedure was completed with another 7.0mmx40mm, 40cm mustang¿ balloon. No patient complications were reported and the patient's status was good.